Manufacturer narrative:
Inspection of the pads used during the rescue confirmed the gel was missing from one of the pads. The pad with the missing gel was extensively damaged by the user. The foam covering the rivet connection, which joins the wire connecting the AED to the pad electrode, was missing and most of the pad material surrounding the rivet connection had been torn away. The root cause of the reported problem is improper removal of the pad from the release liner. Pads can be damaged if they aren't removed as indicated in the labeling. If gel is torn away there may be insufficient electrical contact between the electrode and the patient so the AED can't detect pad attachment on the patient and will continue to prompt the user to place pads. The customer was given replacement pads.

Manufacturer narrative:
The first set of pads used in the rescue has not been received for evaluation yet.

Event description:
After placing defibrillation pads on a patient during a code blue, the AED kept prompting the rescuers to place pads. The pads were removed and replaced with another set that were immediately recognized and the AED started analyzing the patient's rhythm. The patient survived. After the event it was noted that the first pads had discoloration around where the leads enter the pad and the gel wasn't present. The staff member who placed the pads on the patient reported the pads were extremely difficult to separate during the code and the gel came off a pad and stayed adhered to the blue peel off section. The pads had not expired.